Event description:
It was reported that during continuous renal replacement therapy (crrt) with a prismax machine, an alarm condition related to effluent scale data freshness fault occurred and the treatment was ended without the extracorporeal blood being returned to the pediatric patient. No patient symptom was reported; however, five minutes after the event, epinephrine was increased and then again several times in the next couple hours. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to h3, h6 and h10. H10: the device was inspected on-site by a baxter qualified technician. The effluent scale was found out of calibration and was recalibrated and priming and simulated treatment for 15 minutes was performed without issue. The event history log review showed the occurrence of alarm b1856: ¿effluent scale communication failure fault¿ and b1898 ¿effluent scale data freshness fault¿. The reported condition was verified. The cause could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.